Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and urethral atrophy. It was noted that the cuff was loose. The aus was explanted and replaced. There were no additional patient complications.